Event description:
The customer reported a ventilator experienced a nav-ring issue when screen jumped and shifted values erratically during testing outside of clinical use. The customer reported the device issue was found during device testing outside of clinical use. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the reported issue. The philips field service engineer (fse) replaced the nav-ring. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.